Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. Two viscoelastics were indicated; only one is qualified for the lens/cartridge combination indicated. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted.. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that he noted a crack at the optic and haptic junction, following an intraocular lens (iol) implant procedure. The iol was left in the eye since it was not in the patient's vision. He also noted it could be a scratch, but was unsure. Additional information was requested.